Manufacturer narrative:
Concomitant medical products: 3-5 ml syringes. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the 3 ml and 5 ml syringes were leaking "from some of our setups" in the nicu. Although requested, no information regarding patient harm or outcome has been provided.